Event description:
The investigation determined that both higher and lower than expected vitros phenytoin (phyt) results were obtained from a non-vitros biorad quality control fluid and a higher than expected result obtained from a single level of vitros therapeutic drug monitoring performance verifier (tdm pv) iii, using two different vitros phyt slide lots, 2621-0178-3215 and 2621-0178-3878, on a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Patient samples were not tested as the quality control results were not acceptable, and there were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that both higher and lower than expected vitros phyt results were obtained from a non-vitros biorad quality control fluid and a higher than expected result obtained from a single level of vitros tdm pv iii, using two different vitros phyt slide lots on a vitros 5600 integrated system. The likely assignable cause was a performance issue with the vitros 5600 integrated system. Unacceptable performance was observed across two different vitros phyt slide lots. Due to inventory depletion of the two affected slide lots, pre-service precision testing could not be performed. However, acceptable precision was obtained using alternate phyt lot 2621-0180-6465 after an ortho field engineer performed the service actions to optimize the immunowash fluid (iwf) and slide positioning subsystems. The fe replaced the dispense blade and adjusted the belt tension and performed all dispense blade adjustments. Additionally, the fe performed cm and pm stopping and performed iwf theta and z adjustments. Vitros phyt slide lot 2621-0178-3215 did not likely contribute to the event as historic quality control results were acceptable until the event occurred on 01 february 2022. It cannot be confirmed with the information provided if vitros phyt slide lot 2621-0178-3878 contributed to the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt lots 2621-0178-3215 and 2621-0178-3878. (B)(4).